Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The patient was brought in and an x-ray was performed. No abnormalities were seen upon review. At this time, the rv lead was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out-of-range shock impedances. The patient was brought in and an x-ray was performed. No abnormalities were seen upon review. At this time, the rv lead was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received that indicated a commanded shock was performed. The rv lead yielded normal results, so the lead was connected to a new device and remains in service. The impedances are now within normal limits. The source of the observations has not been confirmed. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed that impedance trending was stable around the 100-120 ohm range in a single coil configuration, and continued monitoring was recommended to ensure impedance measurements did not rise to the 140-150 ohm range. Ts also recommended bringing the patient to the clinic to reset the alert condition and potentially increasing the alert value to 150 ohms. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that indicated a commanded shock was performed. The rv lead yielded normal results, so the lead was connected to a new device and remains in service. The impedances are now within normal limits. The source of the observations has not been confirmed. No additional adverse patient effects were reported.